Event description:
The customer reported blue lines across the screen in picture mode when connected to the tower during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.